Manufacturer narrative:
The complaint kit was returned for evaluation. The smart card was not returned; therefore, confirmation of any alarms could not be completed. Examination of the received kit found no obvious manufacturing issues or signs of a leak. All tubing was inspected and no misrouted or pinched tubing was seen within the kit. The saline tubing line was pressure tested to check for leaks and no leaks were found. The pump tubing organizer (pto) was pressure tested under both positive and negative pressure to check for leaks and no leaks were identified. A device history record review did not identify any related non-conformances and this kit lot had passed all lot release testing. The customer reported tubing leak was not verified. No manufacturing related defects were confirmed during the evaluation. No further action is required at this time. This investigation is now complete. (B)(4). (B)(6) 2022.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot k323 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot k323 shows no trends. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned kit is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report they experienced a tubing leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported that saline had leaked into the pump deck after approximately 776 ml of whole blood had been processed. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient in stable condition. The customer returned the kit for investigation.